Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle with the sealant sleeve over the balloon. The sealant was protruding from the shuttle cartridge side slit. Blood was observed on the outside of the sealant. The advancer tube was engaged to the proximal tamp lock inside the shuttle cartridge. The proximal end of the advancer tube was damaged. The catheter, shuttle cartridge and the introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. A review of the lhr was not possible as the lot number was not provided. Based on the provided information and the investigation performed, the probable root cause for the reported event of advancer tube not present and failure to deploy could not be conclusively determined.

Event description:
It was reported to the aci sales professional that a patient underwent an interventional peripheral procedure on (B)(6) 2013. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the physician shuttled down and withdrew the sheath from the tissue tract there was no advancer tube present. The device was removed and the patient was converted to 20 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.